Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that the patient had an infection which resulted in removal of the device. It was noted that there was no device malfunction. The issue was resolved at the time of the report. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.